Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected between the patient connector and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. As a result, the transfer set was changed. The titanium adapter remained in use. The patient received prophylactic antibiotics as a precautionary measure. There was no report of patient injury associated with this event. No additional information is available.